Manufacturer narrative:
Concomitant bwi products: carto 3 system; us catalog # fg540000; serial # (B)(4). Stockert 70 rf generator; us catalog # s7001; serial # unknown. Coolflow irrigation pump; us catalog # cfp002; serial # unknown. The product has been discarded by the customer. Since the lot # 16050905l was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an ischemic ventricular tachycardia procedure, it was reported that during manipulation of the ablation catheter in the left ventricle (lv), the catheter perforated into the right ventricle (rv). A small left to right shunt was noted on transesophageal echocardiogram (tee). The patient remained stabled and did not require any intervention. The case was resumed and completed. On (B)(6), received additional information requested from bwi representative stating that the outcome of the patient was an improvement. The physician¿s opinion regarding the causality of this adverse event is procedure related. The event occurred during mapping phase.